Event description:
The customer reported that the shaver handpiece "would not turn on". There was no reported injuries or delay with this event.

Manufacturer narrative:
Investigation findings: the customer's reported problem that the shaver handpiece would not turn on was confirmed. The hand control buttons did not function. Further investigation found the handpiece to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries related to this failure mode.